Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they developed an infection approximately one month post-implant. The implantable cardioverter defibrillator (ICD) system was explanted and replaced 4 months following implant. No further patient complications have been reported as a result of this event.